Event description:
The customer called and reported the insulin pump was stuck in a rewind loop and then alarmed with compromised force sensor system. Customer also stated insulin was squirting out during manual prime. Her blood glucose was 220 mg/dl. Customer did not recall if insulin pump had been dropped. The drive support cap was found to be sticking out, but customer did not recall pressing it while connected. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded and loose drive support disk. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, and minor scratches on the display window.